Event description:
On (B)(6) 2011, patient reported the insulin cartridge plunger is stuck on the piston rod. Patient stated the entire cartridge of insulin spilled in the infusion device. Patient reported he was changing the insulin cartridge and when he was tightening the infusion adapter, he noticed the insulin leaking from the plunger end of the cartridge. Patient stated he tried to pull it out and the plunger got stuck on the piston rod and then the full cartridge of insulin spilled in the cartridge compartment. Patient reported there was no damage to the insulin cartridge and he could not tell what caused the insulin to leak from the plunger when he was inserting the cartridge. Advised patient of proper insertion and removal technique. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.